Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The guidewire had difficulties exiting the catheter, the physician tried moving the handle and it had worked to release the wire. The procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The guidewire had difficulties exiting the catheter, the physician tried moving the handle and it had worked to release the wire. The procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis. It was further reported that the guidewire became stuck when in the catheter when it was pushed into the vein, and when the physician touched the handle, the guidewire came loose. No tissue was observed at the tip of the catheter. The wire was able to be removed without issues. Resistance was felt when advancing the wire. The wire was no reloaded into catheter during the procedure. The procedure was completed successfully with the same device.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The farawave catheter was visually inspected, and no damage was observed on the device. A guidewire was inserted into the farawave catheter; however, the guidewire was unable to fully inserted due to damage inside the guidewire lumen. The catheter handle was dissected, and it was noted that the guidewire lumen was broken 1.1 cm distal to the slider inside the distal inner hypotube. This damage was caused by some type of mechanical stress applied to the interior layers of the guidewire lumen, resulting in the guidewire lumen collapsing and breaking. Based on all the available information, the cause of the reported stuck guidewire was likely attributed to the device design.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The guidewire had difficulties exiting the catheter, the physician tried moving the handle and it had worked to release the wire. The procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.